Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 51 mg/dl compared with the sensor glucose reading of 135 mg/dl. The customer also reported that the insulin pump did not alarm to their low blood glucose level. The customer declined to troubleshoot. The customer requested that the device be replaced. The call was disconnected and no further details were obtained.

Manufacturer narrative:
The test minilink transmitter communicated properly to the insulin pump. The low predicted alarm and low suspend alarm functioned properly. No low predicted alarm or low suspend alarm anomaly noted. However, the insulin pump had cracked reservoir tube lip.